Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. A functional test was performed the device was connected to the test generator and it was immediately recognized. The ablation was activated and output shorted warning was displayed. The coagulation function was activated and the electrode worked as intended. The device was sent to the manufacturer for further review. Manufacturing investigation result for vapr s90 4.0mm w/integr hdp-ea: the device was not received in its original packaging. Tip is used, crystallized saline residue, small hole and damage at lower rh side of manifold. The handle is in used condition, no misuse. Cable and plug assembly are in good condition. Electrical checks: the device failed the hipot active - return parameter. Functional checks using generator: the foot switch activation failed on ablation function. Coagulation function worked correctly. The customer reported that the device was not identified. The device as received passed identification checks including capacitance and generator connection tests. The device was correctly recognized. During inspection, a section of the manifold was noted as being damaged in a similar manner to previous complaints regarding melted manifold. Ref to CAPA. The device subsequently failed hipot and activation tests confirming damage to the manifold. Although there is damage to the device in terms of the melted manifold, the damage is not linked to the original identification complaint and so cannot be substantiated. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contribute to the complained device issue. Based on the investigation findings, a potential cause for the reported condition not recognized cannot be stablished since the device was recognized during testing. The potential cause for the damaged manifold is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an anterior cruciate ligament repair (acl) while using the vapr s90 4.0mm w/integr hdp -ea device could not be recognized. Another device was used to complete the surgery. There was a thirty minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.